Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing screen and multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and self test. No rewind anomalies noted. However, the device failed the prime or seating test due to moisture damage found on the motor assembly and force sensor. Unable to perform the basic occlusion test, force sensor test or occlusion test due to the moisture damage to the force sensor. Moisture damaged found on electronic assembly during visual inspection.